Event description:
The customer's grandfather reported via phone call that the customer jumped into the pool with her insulin pump on. The insulin pump was not working. Fluid was under the lcd display. Customer's blood glucose level was 367 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with cracked case at display window corners, reservoir tube lip, and battery tube threads. Unit received with minor scratched display window, missing end cap sticker, and intermittent buttons due to corroded keypad traces. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor damage by moisture. Traces of moisture found at electronic assembly.